Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted ukr surgery, the surgeon was dissatisfied that when he wanted to add internal/external rotation to the femoral component, he noticed that it also changed the varus/valgus values for the femoral component which he did not want to change. The surgeon was also dissatisfied when the pre-operative number of the mechanical axis was 8 degrees of varus and he planned his gaps to 1-2mm through the full range of motion, the post operative gap numbers displayed to be 6mm of varus. The surgeon stated that this data seemed unreliable. The procedure was completed with the same device without delay. The patient was not harmed.

Event description:
It was reported that, during a cori assisted ukr surgery, the surgeon was dissatisfied that when he wanted to add internal/external rotation to the femoral component, he noticed that it also changed the varus/valgus values for the femoral component which he did not want to change. The surgeon was also dissatisfied when the pre-operative number of the mechanical axis was 8 degrees of varus and he planned his gaps to 1-2mm through the full range of motion. The surgeon had to drop the tibia resection a few milimeters after initial cuts and trials because the knee felt too tight. So, he recut the tibia. The post operative gap numbers displayed to be 6mm of varus. The surgeon stated that this data seemed unreliable. The procedure was completed witht the same device without delay. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Sections b1, b2, b5 and h6 were updated according to the new information reviewed.internal complaint reference number: case-2022-00106144-1 section h1 was corrected according to the new information reviewed.

Manufacturer narrative:
Section b5 was updated according to the new information received. Internal complaint reference number: case (B)(4).

Event description:
It was reported that, during a cori assisted ukr surgery, the surgeon was dissatisfied that when he wanted to add internal/external rotation to the femoral component, he noticed that it also changed the varus/valgus values for the femoral component which he did not want to change. The surgeon was also dissatisfied when the pre-operative number of the mechanical axis was 8 degrees of varus and he planned his gaps to 1-2mm through the full range of motion. The surgeon had to drop the tibia resection a few millimeters after initial cuts and trials because the knee felt too tight. So, he recut the tibia. The post operative gap numbers displayed to be 6mm of varus. The surgeon stated that this data seemed unreliable. The procedure was completed with the same device without delay and the surgeon achieved desirable outcome. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6). , used for treatment was not returned for evaluation. A relationship between the reported event and the device was established. The clinical/medical investigation concluded that the requested clinical documentation is not available. It was communicated that the surgeon has not stated any further interventions due to the event. Since no patient harm or surgical delay has been alleged and the surgeon reportedly ¿achieved desirable outcome¿, no further medical assessment is warranted at this time. The software files were downloaded from the device and provided for investigation. The log files do not indicate any system or software issue related to the reported complaint. The screenshots were reviewed with clinical account representatives, and the case did not appear to have any abnormalities. It was confirmed that the varus/valgus value of the femoral component changed in the implant placement screenshots. However, this is the intended behavior of the system, and the internal/external rotation of the femoral component will affect the varus/valgus angle of the component. The user was reportedly dissatisfied with the 6 mm post-operative varus alignment, having planned 1-2 mm gaps. Although the user achieved the desired 1-2 mm of gap, this achieved gap does not necessarily equal a 0 degree knee alignment, and the knee can still be in varus. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. Refer to the real intelligence cori for knee arthroplasty user manual (500230), ¿performing unicondylar knee arthrooplasty (uka): implant planning and placement ¿ uka¿ for further information regarding uka gap planning and implant placement, including femur component rotation. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(4), used for treatment was not returned for evaluation. A relationship between the reported event and the device was established. The clinical/medical investigation concluded that the requested clinical documentation is not available. It was communicated that the surgeon has not stated any further interventions due to the event. Since no patient harm or surgical delay has been alleged and the surgeon reportedly ¿achieved desirable outcome¿, no further medical assessment is warranted at this time. The software files were downloaded from the device and provided for investigation. The log files do not indicate any system or software issue related to the reported complaint. The screenshots were reviewed with clinical account representatives, and the case did not appear to have any abnormalities. It was confirmed that the varus/valgus value of the femoral component changed in the implant placement screenshots. However, this is the intended behavior of the system, and the internal/external rotation of the femoral component will affect the varus/valgus angle of the component. The user was reportedly dissatisfied with the 6 mm post-operative varus alignment, having planned 1-2 mm gaps. Although the user achieved the desired 1-2 mm of gap, this achieved gap does not necessarily equal a 0 degree knee alignment, and the knee can still be in varus. Factors that may have contributed to the reported symptom may have been associated with the subjectivity associated with post-op gap assessment. The software algorithms responsible for calculating the post-operative gap changed slightly between software versions 1.7 and 2.0, but both algorithms produce highly similar results and remain within performance requirements. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. Refer to the real intelligence cori for knee arthroplasty user manual (500230), ¿performing unicondylar knee arthrooplasty (uka): implant planning and placement ¿ uka¿ for further information regarding uka gap planning and implant placement, including femur component rotation. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.